Event description:
A malfunction alarm was reported involving a pump distributed by rubin medical ab in sweden. There was no reported impact on the customer¿s blood glucose level, and the specific blood glucose value was unavailable. The pump, which was under warranty, was replaced. The customer was informed about the need for replacement, received instructions for storage and pump transport, and a pre-paid label for returning the faulty pump to tandem was provided. The type of backup insulin therapy the customer would use was not disclosed.